Manufacturer narrative:
The company representative observed that the blood detector of the iap could not be calibrated. He also observed that the doppler door hinge was broken. The company representative replaced the blood detect tubing (part number 0008-00-0312) and the bracket frame (0406-00-0626). In an unrelated repair, the battery (0146-00-0039) was also replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The parts replaced are being requested to be sent to the manufacturing facility at (B)(4) for evaluation. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
During a preventive maintenance, the company representative observed that the blood detector of the iabp could not be calibrated. He also observed that the doppler door hinge was broken. No patient was involved.